Manufacturer narrative:
The calibration and qc data provided gave no indication of a reagent or an instrument issue. The analyzer alarm history did not contain any conspicuous events. The field engineering specialist found the sample/reagent probe was misaligned. He corrected the alignment. Analyzer performance check testing was performed with acceptable results. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs stat assay (tnths stat) and elecsys probnp ii immunoassay results for 1 patient sample tested on a cobas e 411 immunoassay analyzer. From the data provided, the tnths stat results were discrepant. The initial tnths stat result was 24.74 pg/ml with a data flag. The same patient sample was retested two times with results of 7.64 pg/ml and 7.49 pg/ml. The result in question was reported outside of the laboratory. The tnths stat reagent lot was 34588800 with an expiration date of 31-dec-2019.